Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 30 degree endoscope plus was flipping back on its own. The technical support engineer (tse) verified there were 23003 errors in the logs for the universal surgical manipulator (usm) 2, where the endoscope was installed. Prior to calling in, the customer had reseated the endoscope, but the issue persisted. The tse recommended the customer move to a second endoscope. The surgeon stated all was working well after replacing the endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the 30 degree endoscope did a 30 degree up and 30 degree down, so it was flipping on it's own. There was no harm to the patient as they removed the endoscope and replaced it with a back up to continue the case.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an attached endoscope adapter (aea) shaft bearing contributing to friction. Additionally, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was tested and placed on an in-house system for cable testing and failed due to a wpb defect.